Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. After gaining right femoral vein access, a non-boston scientific 16f sheath, followed by the watchman fxd double curve sheath and versacross connect dilator were introduced. The radio frequency (rf) wire was then advanced and positioned and an optimal location on fossa assessed by transesophageal echocardiogram (tee). Upon rf delivery, the wire did not cross the septum. After verifying the position again, rf was delivered again however the issue still persisted. There were a total of five attempts to cross the septum; however it was unsuccessful. The watchman fxd sheath was properly irrigated and the rf wire was pulled out. The tip of the rf wire was noted to be black but not distorted. Hence to resolve the issue, a new rf wire was used from another kit and transseptal puncture was successful. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis. The generator setting was on 2 seconds/constant mode and was increased to 3 seconds/constant for one of the attempts with first rf wire. When rf wire was replaced, it was 2 seconds/constant setting. Since there was no error/alerts, it is believed that generator delivered rf. The versacross wire simply coiled in the right atrium. No other issues were noted.